Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported ventilator was investigated on-site by the field service engineer (fse). The fse found traces of liquid contamination inside the filter's chamber of the air gas module. The air gas module has been returned for investigation. It was possible to confirm the liquid contamination inside the returned air gas module. No further investigation is needed as a previous investigation has shown that the liquid contamination in the air gas module had affected the delta pressure transducer on a printed circuit board inside the air gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The conclusion is that the device did not fail to meet its specification, according to the received info, the most probable source of liquid contamination in the air gas module is a contaminated air gas from the defective hospital's external compressor. According to the applicable user's manual, maximum levels of water (h2o < 7 g/m3) in the supplied gases to the [ventilator/anesthesia workstation] must not be exceeded.

Event description:
It was reported that the ventilator was auto-triggering. Moreover, ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).